Event description:
It was stated that the customer experienced a seizure and a low blood glucose reading of 37 mg/dl. It was stated that the customer was taken to the hospital due to the low blood glucose. Troubleshooting revealed that the customer gave himself a fifteen bolus prior to being hospitalized. The customer stated, he used the bolus wizard feature and he accidentally programmed 150 grams for the food. The customer had not eaten anything, therefore, going low once he received the fifteen unit bolus.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.